Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown. Devices were not returned for further evaluation and limited patient images were provided. Potential contributing factors to the reported event include; poor stent apposition, decrease in overlap of the main body and proximal extension and the use of balloon angioplasty.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated, and a suprarenal aortic extension. Upon follow-up on (B)(6) 2016, computed tomography revealed a distal leak from one of the limb. Angiogram was done on this patient and showed there was a leak, but was not indicated where the leak was coming from. Physician ended up extending the left limb, but leak was still present. Physician was concerned that there might be a 3b so he relined with a main body and extended the right limb. There was some kinking in the limb so physician chose to place a competitor stent in the right extension limb. Leak resolved and patient is doing well.